Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from rubber seal. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the duodenovideoscope exhibited foreign material on the forceps elevator and the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.